Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-boston scientific stent was implanted. In september 2022, in-stent restenosis was noted in the 90% stenosed, mildly tortuous and severely calcified mid right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 12 atmospheres for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.